Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
The toothbrush bristles fall out, they ended up in my throat [foreign body in throat] case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number unk, expiry date unknown) for sensitivity of teeth. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced foreign body in throat (serious criteria haleon medically significant) and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the foreign body in throat and product complaint were unknown. The reporter considered the foreign body in throat to be related to sensodyne toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 26apr2023. The consumer reported that"I recently purchased three sensodyne toothbrushes. Unfortunately, I have a complaint about them. The toothbrush bristles fall out, see photo. When it happened to the 1st one, I thought nothing of it, but it also happened to the 2nd and 3rd toothbrushes as well. The quality was poor immediately after I started using them. It really bothered me because they ended up in my throat. They are not the cheapest of toothbrushes and I don't have much money to spend, but I had bought them anyway because of my sensitive teeth. But this should not be allowed to happen. It's dangerous as well. That is why I have sent you my complaint now. I would be pleased with an answer. I have enclosed a photo so you can see what the problem is." Follow up information was received from qa department on 27apr2023 regarding complaint (B)(4) and for lot number unknown. Investigation evaluation:no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complaint conclusion: the investigation report concluded the complaint as an inconclusive the pqc number was reported as pqc194085. Initial and follow up processed together. Follow up information was received from consumer on 01may2023. The picture of the suspect product was received and no other information was reported.